Event description:
Without the aid of an introducer, the catheter was introduced via a transthoracic path into the right ventricle of a female pt undergoing cardiac transplantation. When the catheter was removed, a distal 6cm fragment remained in the pulmonary artery. No attempt was made to remove the fragment. The pt died sometime thereafter secondary to an infectious complication. Time elapsed between catheterization and death was not known. No autopsy was performed.